Event description:
It was reported to boston scientific corporation that following a successful implantation of a pinnacle duet pfr kit for an anterior pelvic floor repair, the physician discovered the device had already expired. The physician removed the mesh assembly and implanted another pinnacle duet pfr kit, without complications to the patient, who is reportedly "fine" post-procedure. It is unknown whether the physician had to go back and do another incision to remove the mesh assembly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - there is no information whether the physician had to reopen the patient to remove the mesh assembly. Device expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
"Describe event or problem" has been updated with event information. "Patient codes" was changed from "no information available" to "not applicable" accordingly. "Device lot number," "device expiration date," and "device manufactured date" have been updated.

Event description:
It was reported to boston scientific corporation that the physician did not have to reopen the patient to remove the expired mesh; the patient was still open at the time they discovered the expiration date.

Event description:
It was reported to boston scientific corporation that the physician did not have to reopen the patient to remove the expired mesh; the patient was still open at the time they discovered the expiration date.

Manufacturer narrative:
'Complaint source(s)', which was inadvertently left blank in supplemental MDR (follow up number 001) has been populated.